Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shocks during different events due to double counting. Subsequently, the s-ICD system was explanted and replaced with a implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.